Event description:
During a robotic myomectomy surgery, the disposable robotic sleeve (model #400180, lot# i84230601) came off the robotic monopolar scissors (model # 470179, lot# k14230615). A wire was noted to be sticking out of the side. A small piece of the orange sleeve on the instrument was ripped. The vendor rep was notified.